Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of pump error and replace battery now alarm. The customer's blood glucose reading was unknown. The customer stated that they did a set change and there was no insulin and over 100 unit of insulin in the pump. The customer was assisted with self-test and it failed. The insulin pump was returned for analysis.